Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a rise in shock impedances to eventually become greater than 125 ohms. All vectors were greater than 125 ohms so calcification of the coils was suspected as a potential source. Boston scientific technical services discussed trouble-shooting options with the health care provider. There were no adverse patient effects reported. The system remains in service.